Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack; upon visual inspection found the insulin pump had moisture damage on the force sensor resistor. However, no moisture damage was found on the motor noted. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen is blank and only displays black lines when the keys are pressed. The customer's blood glucose reading was 345 mg/dl at the time of incident. Troubleshooting found that the pump also has a partial insulin leak in the reservoir compartment and the pump went blank after it was exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.